Event description:
Reporter reports back to back testing to the lab while using the inform system with results of 250 mg/dl on the meter and 128 mg/dl in the lab. Quality controls were run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.